Event description:
It was reported by the user facility that a dialyzer had a crack in the head at the connector to the body and was leaking blood when pt started treatment. The blood flow rate was 450 cc/min and the dialysate flow rate was 700 cc/min. The leak was an external leak and was located near the top and there was a visible crack. The blood leak was visually observed. The estimated blood loss was between 20 cc's and 100 cc's. The pt did not experience any adverse side effects, nor did they take any medication. Sample not available.

Manufacturer narrative:
The sample has not been returned for evaluation. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion.